Event description:
Add'l info rec'd from MFR 07/22/02: initial testing of the ICD by guidant's reliability assurance lab confirmed the clinical observations of inability to interrogate and the absence of tones with the applications of a magnet. The titanium case of the device was removed and battery voltage measurements were found to be extremely low with current drain measurements higher than specifications allow. Further visual inspection of the internal components revealed damage to a component (transformer) within the defibrillation circuitry. It was concluded that this damage resulted in the high current drain, depleted battery and subsequent loss of device function as observed clinically.

Event description:
Add'l info rec'd from MFR 7/22/02: initial testing of the ICD by guidant's reliability assurance laboratory confirmed the clinical observations of inability to interrogate and the absence of tones with the application of a magnet. The titanium case of the device was removed and battery voltage measurements were found to be extremely low with current drain measurements higher than specifications allow. Further visual inspection of the internal components revealed damage to a component (transformer) within the defibrillation circuitry. It was concluded that this damage resulted in the high current drain, depleted battery and subsequent loss of device function as observed clinically.

Event description:
Pt presented for regularly scheduled ICD evaluation (last checked 2001) with no complaints. Unable to interrogate device despite multiple programmers and locations. Unable to obtain beep-o-gram via magnet as expected. Discussed with guidant tech rep. Device determined to be unreliable. Pt admitted for day surgery for replacement, expected 2002.